Manufacturer narrative:
Visual, functional, dimensional, and material analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified . From the anchor c surgical technique guide, "the trials measure line to line (e.g., a 6mm trial measures 6mm), but cage sizes are oversized because they do not include the implant teeth that are .5mm on each side (e.g., a 6mm cage measures 7mm including the teeth)." It was communicated that a 6 mm trial was used, and the implanted cage measured 6mm x 12 x 14 x 4deg. The disc space was tight. Per the reported event, the insertion angle was normal, the patient had tight disc space, disc space was trialed with 12 x 14 x 6 degrees trial and was prepped using a standard discectomy procedure casper pins & distractor. A 6 mm inserter was used to insert the cage, no complex maneuvers nor excessive force were used during the procedure, bone quality was normal. From the available information, the most likely cause of the reported event is incorrect or insufficient disc / end plate preparation.

Event description:
It was reported that an anchor c implant had to be repositioned intra-operatively due to a bony spur. Upon cage removal, the green titanium component came off. Subsequently, the entire cage was removed, and the c4/c5 level was left uninstrumented. The procedure was delayed 60 minutes.

Event description:
It was reported that an anchor c implant had to be repositioned intra-operatively due to a bony spur. Upon cage removal, the green titanium component came off. Subsequently, the entire cage was removed, and the c4/c5 level was left uninstrumented. The procedure was delayed 60 minutes.